Event description:
During an anonymous customer experience survey, it was reported that this patient experienced a serious infection and had to discontinue peritoneal dialysis (pd) therapy. There was no specific allegation that the event was due to a deficiency or malfunction of any fresenius device(s) or product(s). Follow-up confirmed the patient transitioned to in-center hemodialysis (hd) in may 2021 for unknown reasons. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity clinical investigation: multiple attempts were made to acquire further details concerning this patient¿s infection; however, no additional information was obtained. Patient demographics, nature and cause of the infection, medical intervention required, and the patient¿s current disposition remain unknown. In the intake, there was no indication this event was related to the performance of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s infection.

Event description:
During an anonymous customer experience survey, it was reported that this patient experienced a serious infection and had to discontinue peritoneal dialysis (pd) therapy. There was no specific allegation that the event was due to a deficiency or malfunction of any fresenius device(s) or product(s). Follow-up confirmed the patient transitioned to in-center hemodialysis (hd) in may 2021 for unknown reasons. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Additional information: g1 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.